Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that the implant pocket had opened up and exposed the implant. The implant was replaced and the issue was resolved.